Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they had issues with the sensor. Customer reported receiving a sensor error alerts. Customer's blood glucose was 165 mg/dl at the time of incident. Troubleshooting found the customer had a bent sensor cannula. The customer stated the cannula was v shaped. The customer agreed to return the sensor for analysis.